Event description:
It was reported that the customer's insulin pump had a frozen display after the numbers were ramping uncontrollably up while attempting to navigate in the bolus history screen. The blood glucose reading was 5.9mmol/l. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No scrolling numbers display noted. No frozen screen noted. The insulin pump had cracked display window corner and cracked battery tube threads.